Event description:
Reporter states that aunt ate dinner and 2 hours later tested at 22mg/dl on the device. An hour later she tested at 123mg/dl on the device and had low blood glucose symptoms. The paramedics were called due to aunt passing out sometime after the 123mg/dl reading. The paramedic's device read 40mg/dl an hour later. Paramedics reportedly gave her a glucose IV and transported her to the hospital where she was released the same day. No quality controls were used. Requested return of suspect device and replacement was sent.